Event description:
It was reported that the battery was depleting approximately 70% in 24 hours. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.